Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to customer¿s blood glucose level. Customer resumed insulin successfully after being informed by technical support that reset was a safety feature and required reloading cartridge and restarting cgm sessions.